Event description:
It was reported that the pump had an intermittent primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h4: correction: device manufacture date: 02-jan-2020.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found a cracked right plunger case and a missing plunger case seal. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was not duplicated. The investigator was unable to determine what caused the reported problem as no damage was found with the speaker. As a preventive measure however, the speaker was replaced. The root cause of reported problem was unknown as no fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.